Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The ot staff / surgeon noted that above instrument was broken after moreland inst set was autoclaved and came in for a rev thr case.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A worldwide lot specific complaint database search was not possible because the required lot code was not provided. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.